Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that an angiogram was performed before closure of the puncture site. The angio-seal has been properly inserted into the introducer sheath. All steps were executed correctly. The two components were put together correctly and a double click was heard. When pulling out the closure system, there was no resistance. When the doctor pulled out the complete system. The doctor started manual compression for about 30 minutes. There was no suture, no tamper tube, no anchor, no collagen. It was reported that there was no harm to the patient and that the patient condition was stable. Additional information was received 12/13/17: it was reported that hemostasis was achieved by manual compression.

Manufacturer narrative:
One used 6 fr angioseal vip device was received for product evaluation. The device was returned with the arteriotomy locator and the header bag. The returned components were subjected to visual analysis where a blood-like substance was found along the hemostatic sheath and the device cap. The arteriotomy locator had a kink at the blood inlet hole. The carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. Upon this realization, the device was subjected to functional testing. The deployment sleeve was moved into the forward lock position, which caused the anchor at the distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted at an appropriate angle to the distal tip of the hemostatic sheath. Digital force was then applied to the anchor, deploying the collagen and suture. A portion of the suture advanced but the tamping tube did not become exposed despite the black compaction marker being visible. A slit was made in the carrier tube assembly to confirm the presence of the tamping tube in the carrier the assembly. The tamping tube was present along with excessive blood like substance. The IFU states, "do not proceed until you are certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angioseal device will not function.". This does not appear to have been followed as the anchor was within the hemostatic sheath. Based on the evaluation performed the complaint could be confirmed for pullout. The likely root causes for this issue may include the user not placing the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip. The tamping tube not advancing is likely due to the excessive dried blood like substance increasing the resistance required to deploy the tamping tube. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.